Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, they were getting intermittent e216 and b30 errors when connecting different 190 scopes to the evis exera iii video system center. The customer also tested a laparoscope which brought up an image with no error messages. The errors usually happen with pcf-h190dl scopes. The issue was found during an unknown procedure. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.